Event description:
Pt contacted lifescan and alleged that her one touch basic enhanced meter was reading inaccurately erratic. The pt had received results of 88 mg/dl, 117 mg/dl, and 132 mg/dl, and 132 mg/dl on the reported meter, performed within 10 minutes of each other. She was feeling dizzy and nauseated after testing on the meter. She was taken to the hosp and given 2 pills of metformin (850 mg each) . The hos p meter result and the pt's medication regimen are not provided. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). However, it was discovered that the pt was using off-brand (unicheck) test strips (use error). This complaint is reported because there is insufficient information regarding the events leading to the symptoms and the hosp visit. Although the hosp meter result is not known, the pt was treated with oral medication. The pt was also using off-brand test strips, which may cause inaccurate results. A replacement meter, control solution, and test strips were sent to the lay user/pt.